Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother initially called asking for training because her son was coming to visit and he just started insulin pump therapy. Two days later, customer's grandmother called reporting customer had high blood glucose levels. Customer's blood glucose was 412 mg/dl. He treated with the device and manual injections. Customer's grandmother also reported low blood glucose levels. His low was 56 mg/dl, and he treated with glucose tablets and food. In troubleshooting, the drive support cap appeared normal. There were two small air bubbles in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. Troubleshooting could not be completed due to lack of tubing clamps. Customer was advised to change the entire set and monitor his blood glucose. Nothing further reported.